Event description:
It was reported that a clearlink duo-vent continu-flo set leaked from its lowest y-site injection port. The reporter stated that this injection port was used multiple times for injection of profofol medication before the leaked occurred or was noticed. This occurred during patient infusion (without a power injector), and a minimal amount of blood backed into the bottom of the set from the patient. Due to this event, the infusion was stopped and the set was replaced. The patient was then completed therapy without further issues. No physical irregularities were noted with the set and all of the luer connections were checked to ensure that they were secure prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection revealed that the lowest y-site had a partially collapsed septum. The septum was inspected under a microscope. During the microscopic inspection it was identified that the slit was slightly out of center. The swage height of the y-site was measured and was found to be within specification. The cause of the collapsed septum is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.